Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted (B)(6) 2011; ddbb1d1 ICD, implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited noise, elevated sensing integrity counter (sic), oversensing, non-sustained ventricular tachycardia, high impedance, undefined impedance, high thresholds, unstable thresholds, and intermittent capture. Tachy therapies were disabled and the patient was admitted to the hospital. The following day the lead was capped. No patient complications have been reported as a result of this event.